Event description:
It was reported that the atrial lead had no capture or sensing and the physician thought the ventricular lead was too tight in the body. Also noted was that the patient was feeling fatigue. Both leads were capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and no anomalies were found. However, it was noted that the outer insulation had a cosmetic depression. (B)(4) the full lead was returned and no anomalies were found. However, it was noted that the outer insulation had a cosmetic cut and there was apparent explant damage.